Event description:
Pt got a splinter from the CT table, at the time pt was getting off the table. Nurse removed the splinter with a needle. Carbon fiber bed separating on edges causing pt and healthcare profess.